Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there was an ¿out of regulation¿ (oor) screen on the patient programmer (pp). The patient turned the stimulation off and then on. The patient reported that the stimulation was in the wrong spot. The patient reported that the stimulation was supposed to be on their back and down one leg. The patient reported that they had a lot of pain on their left side near the ins that they don¿t usually have. The patient reported that a manufacturer representative ramped up the stimulation too high and then turned it back down.